Event description:
A report was received that the patient was experiencing sharp pain and a fire sensation at the lead incision site. The patient's skin was red and very sensitive. The physician administered medication. The patient underwent an exploratory surgery wherein the lead loop was repositioned and surrounded by the internal tissue of the patient. The patient was doing well postoperatively and was no longer feeling pain. The physician initially felt that the pain could have been neuropathic, however, following the procedure, he was unable to assess the cause of pain or if the pain was device related.

Event description:
A report was received that the patient was experiencing sharp pain and a fire sensation at the lead incision site. The patient's skin was red and very sensitive. The physician administered medication. The patient underwent an exploratory surgery wherein the lead loop was repositioned and surrounded by the internal tissue of the patient. The patient was doing well postoperatively and was no longer feeling pain. The physician initially felt that the pain could have been neuropathic, however, following the procedure he was unable to assess the cause of pain or if the pain was device related.

Manufacturer narrative:
Additional information was received that the medication the patient used was a local cream anesthetic to apply when needed. The physician did not believe the event to be related to the device.